Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company with the following comment: it was reported that the tip of drill bit (p/n: 227457000) was broken when the surgeon drilled during the tha surgery on (B)(6) 2019. The surgeon did not apply strong external force when drilling. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. No further information is available. The impacted product was quickset 3.8 dimtr dr blt 40mm, code 227457000, lot unknown no product was returned but the complainant did provide a photograph confirming the drill to have broken near the base where the flutes start. The doctor in charge confirmed that there were no remaining broken fragments in the patient's body by image diagnosis using postoperative x-ray. The lot number was unknown and thus the age of the drill cannot be determined. The photograph is not totally in focus, however the flutes do appear to be nicked and scratched which would suggest the product failed due to wear and tear. With no more information and no instrument to examine, a root cause cannot be determined for this specific complaint. Based on the investigation, the need for corrective action is not indicated. Continue to monitor complaints under post market surveillance sep-419. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of drill bit (p/n: 227457000) was broken when the surgeon drilled during the tha surgery on (B)(6) 2019. The surgeon did not apply strong external force when drilling. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. No further information is available.